Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed. And no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. And determined, that the reported condition of the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. It was determined, that the issue related to the cutter not able to be inserted was, due to a design error. Which has been escalated to a CAPA. All the other issues identified were, due to component failure from wear. The assignable root causes were determined, to be traced to component failure from wear and device design. UDI#: (B)(4).

Event description:
It was reported by switzerland, that during service and evaluation. It was determined, that the moving parts of the trigger did not move smoothly on the battery oscillator device. During the functional assessment, it was observed, that the triggers and mode switch were hard, making it difficult to operate. The device was visually inspected. It was found, that it failed visual inspection, due to contact damage. And a worn cosmetic damage. It was further observed, that the handpiece was not oscillating, and fluid ingress was seen along with corroded bearings. It was further identified, that the contacts were damaged, and the coupling was found to be worn. It was further determined, that the pressure disk was out of its original place, or blocked, which was consistent with design error. It was further determined, that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device, check oscillation frequency with frequency meter and mode switch-test. It was noted in the service order, that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported, that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.